Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that this device exhibited noise on the right ventricular and right atrial channel. The noise appeared to be due to the patient performing shoulder stretches. No pace inhibition was reported, but oversensing on the right atrial channel was seen. A review by technical services (ts) noted that it may be helpful to ask the patient to repeat the movement they regularly performs in the morning to see if noise could be recreated. The usual movement maneuvers we recommend can also be performed. Ts noted that if movements create artifacts on the right ventricular sensing channel, lead placement should be considered. Ts noted that the artifacts appeared to be myopotential signals. The device remains implanted. No adverse patient effects were reported. Additional information noted that provocation maneuvers were performed but no noise was seen. When performing further provocation maneuver, the patient noted dizziness and maneuvers were stopped. The leads implanted are competitor leads. No further information was provided. The device remains implanted.